Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was noted on the right ventricular lead. Diagnostic imaging was performed to confirm externalization on the lead. The lead was capped and replaced during an elective device replacement procedure and the patient was in stable condition.